Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 147, 125, 236, 130 and 165 mg/dl. The customer¿s expected am fasting blood glucose test result range is 115-125 mg/dl. The customer reported symptoms of frequent urination and some nausea; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 167 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/22/2024 and test strips were open one month prior to call. The meter memory was reviewed for previous test result history: result 1: 147 mg/dl, date: (B)(6)2023, time: 10:23 am , fasting. Result 2: 125 mg/dl, date: (B)(6)2023, time: 9:38 am , fasting . Result 3: 236 mg/dl , date: (B)(6)2023, time: 9:15 am , fasting . Result 4: 130 mg/dl, date: (B)(6)2023, time: 6:18 am , fasting. Result 5: 165 mg/dl, date: (B)(6)2023 , time: 7:39 am , fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on (B)(6)2023 to ensure the customer's condition had improved - able to establish contact with customer who stated she was not currently having any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on (B)(6)2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.